Manufacturer narrative:
(B)(4). H6: investigation findings - 4112 analysis of information provided by user/third party.

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2024. On the day of the report, the patient reported they were worried and went to the emergency room themselves after the sensor wire had remained in their skin. No pain or irritation was noted but there was a small bump and the insertion site. The sensor wire was removed with a surgical intervention and the doctor made an incision of about 6mm and was able to remove the sensor wire. The patient received 3 stiches which were going to be removed on 03/25/2024. At the time of the report the patient was stable. No product was provided for evaluation. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available.